Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken assessed as an unidentified (tear) opening (shell thickness within spec) and missing shell observed assessed as inconclusive. Cyst-ndr: unable to observe since it is not related to the device. Additional observations: no other observations were observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side rupture and "simple cysts" diagnosed by ultrasound and MRI. The event of "simple cysts" was determined to be not device-related. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ cyst-ndr: not applicable as the event is not related to the device. Additional observation: ¿ red particles observed on the surface of the shell. It is not possible to determine the lot number or catalog through the photos provided. No further actions are required as no manufacturing issues are observed.

Event description:
The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Continued e.1 first name: (B)(6). Continued e.1 zip code: (B)(6). A review of the device history record has been completed. No deviations or non-conformities noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture and "simple cysts" diagnosed by ultrasound and MRI. The device status is unknown. The event of "simple cysts" was determined to be not device-related.